Event description:
It was reported that bd venflon¿ pro safety peripheral safety IV catheter had a safety shield failure and leakage. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿the needle-cover is not protecting against blood from be spread when putting mandarin out of catheter. Blood were poring out on to patients arm from the front needle-cover before the mandrin were put out from catheter. ( the needle were still in catheter meeting with costumer will take place in a few weeks and I hope to have a better view of what happened."

Manufacturer narrative:
Investigation: 1 used sample and 2 representative samples were returned for investigation. The returned used sample has been activated and no cannula hub and end cap were returned. As the actual sample is a used sample, the sample was sent for decontamination before investigation. The used sample was subjected to visual inspection and no abnormality was observed from the needle cap. The representative samples were subjected visual inspection and indication time functional test, no abnormality was observed. The representative samples were also subjected to manual activation. No leakage was observed from the needle cap after activation. The complaint is unconfirmed as no defect is observed on the samples. A review of the past 12 months qn for catalog 393226 was performed. There is no related qn on defect or condition of leakage.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ pro safety peripheral safety IV catheter had a safety shield failure and leakage. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿the needle-cover is not protecting against blood from be spread when putting mandarin out of catheter. Blood were poring out on to patients arm from the front needle-cover before the mandrin were put out from catheter. ( the needle were still in catheter meeting with costumer will take place in a few weeks and I hope to have a better view of what happened."